Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm, and it should have alarmed v-tach. No reports of harm to the patient, the staff caught it and were able to assist the patient. The biomed stated they will be sending us strips of the issue, so a clinician can take a look at it. The patient was on a telemetry transmitter: model: zm-531pa; sn (B)(6). The event happened on (B)(6) 2021 at 10:05am.

Manufacturer narrative:
Details of complaint: the biomed reported that the central nurse's station (cns) did not alarm, and it should have alarmed v-tach. No reports of harm to the patient, the staff caught it and were able to assist the patient. The cns logs were sent to nk for review. Service requested: troubleshooting. Performed: nihon kohden america (nka) reviewed the information received, including cns logs. ECG waveform at 10:05:01 org software version 03-31. The org's ec1 arrhythmia algorithm is version 04. Analysis of the ECG waveform at 10:05:01 using single analysis did not detect vt and ext. Tachy. Multiple analysis was able to detect the reported condition in the same ECG waveform. For ec1 version 04, it is recommended that multiple analysis is used. The ECG waveform at 10:05:01 was also analyzed with arrhythmia algorithm ec1 version 06. In this version, both single and multiple analysis detected the vt and vf (figure 3) ECG waveform at 10:06:26 only analysis of single waveform was performed - since only trace1 ECG was available. Both ec1 version 04 and version 06 of arrhythmia algorithm could not detect vt. The advantage of version 06 was that it was able to detect and alarm vpc run. Customer was informed of the following recommendations: 1) your current org software version is 03-31 (arrhythmia algorithm ec1 version 04). Upgrade to org software version 04-01 or later with arrhythmia algorithm ec1 version 06. 2) your current cns software version is 02-40. Cns software version 02-52 or later would display "noise" message as "cannot analyze" to clearly identify to users that arrhythmia analysis is not being performed when noise is present. Investigation summary: the root cause of the reported incident is due to a combination of lead analysis settings and older algorithm used for ECG analysis. Customer was informed that a new version of the software is available with added features. The risk level was determined to be medium. No CAPA is required at this time. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Multiple patient receiver: model: org-9110a, sn: (B)(6). Telemetry transmitter: model: zm-531pa, sn: (B)(6).

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm, and it should have alarmed v-tach. No reports of harm to the patient, the staff caught it and were able to assist the patient. The biomed stated they will be sending us strips of the issue, so a clinician can take a look at it. The patient was on a telemetry transmitter - model: zm-531pa sn (B)(4). The happened on (B)(6) 2021 at 10:05am. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm, and it should have alarmed v-tach. No reports of harm to the patient, the staff caught it and were able to assist the patient. The biomed stated they will be sending us strips of the issue, so a clinician can take a look at it. The patient was on a telemetry transmitter - model: zm-531pa sn (B)(4). The happened on (B)(6) 2021 at 10:05am.